Event description:
New information received notes that the patient presented in clinic for right ventricular (rv) lead revision. During the procedure, it was found that the helix of the chronic lead failed to extend. The physician elected to explant and replace the lead. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room upon receiving high voltage therapy from their implantable cardioverter defibrillator (ICD). No adverse events or patient issues were reported as a result of the shock. Upon interrogation, it was revealed that the inappropriate shock occurred because the patient's right ventricular lead had dislodged and was over-sensing unspecified signals. Tachycardia therapy was disabled. The patient was stable.